Event description:
The customer reported alleged inaccurate low results on the customer's one touch basic meter. Customer reports experiencing symptoms of palpitations, sweating and weakness, customer's meter reading was "in the 80's". Customer was tested by paramedics with a result in the "high 200's," transported to the hosp and admitted. Treatment provided is unknown.